Event description:
During a follow-up, the device was unable to communicate via bluetooth telemetry. However, while in clinic, the device was able to be interrogated using inductive telemetry. No intervention has been performed at this time. The patient was in stable condition.